Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer's meter was provided for investigation where it was tested using retention strips and a high level control. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a professional coaguchek xs meter with unknown serial number. The result from the professional meter at 4:40 pm was 2.0 inr. The result from the customer meter at 4:48 pm was 1.4 inr. The customer's warfarin dose was kept the same based on the result from the professional meter. The customer has a therapeutic range of 2.0-3.0 inr.